Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the patient had repeated falls. However, it cannot be determined if the instability was a result of a device malfunction that caused the falls or if the falls resulted in the instability. Therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. This report is 3 of 3 for this patient: 0001822565-2017-00777, 0001822565-2017-02033, 0001822565-2017-02032.

Event description:
It is reported that the patient is experiencing pain and instability after a knee arthroplasty.